Event description:
Hamilton medical ag received the following event description: "errror 431002 blower fauilty found at the time of calibation procees, self test failed". No patient involvement.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The log files show that the device reported an alarm before (B)(6) 2025 with tf 431001 (technical failures blower fault) and tf 431002 (technical failures blowerdisconnected) as well as with technical event: 232005 (blowerhot) and technical event: 232006 (blower temperature sensor defect). The device was not repaired and was started in psimv+ mode for neonatal on (B)(6) 2025 at 00:23:34. It is unknown, why the blower was not exchanged after the first alarm in september. The blower was replaced and the issue was solved. This case is considered as closed.